Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced hyperglycemia after lunch accompanied by a pump occlusion alert, followed by a separate report of a persistent high glucose reading. A confirmatory fingerstick measurement was performed with a result of 376 mg/dl. The occlusion alert was addressed and documented. Troubleshooting and education were provided, including guidance on the expected time to effect after infusion set changes and the importance of continued monitoring. The reported symptom was elevated blood glucose. Following monitoring and corrective actions, glucose levels recovered to within range. The investigation included review of synchronized device report logs and collection of blood glucose information. Review of the case revealed that the hyperglycemia occurred in the context of an occlusion alert and meal dosing. Device logs showed subsequent stabilization and decline of glucose values, and no additional device component issue was identified. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.